Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 29 april 2024, it was reported that on (B)(6) 2024, the patient experienced that the five infusion sets cannula were bent. Within 3 or hours of abdomen insertion customer noticed symptoms. The blood glucose level was unknown. Also, in the site area there was swelling and bleeding past week. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Patient country: (B)(6). MDR 3003442380-2024-03888- device 5 of 5.